Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation at th11-l3 due to infection. Intra-op, the guide wire broke through the anterior wall of the vertebral body. There were no patient symptoms or complications as a result of this event.